Event description:
It was phoned in by the clinical specialist that the proplege, pr9 perforated the coronary sinus after placement. There was no allegation of a product malfunction. This is an experienced user of the pr9. The physician felt patient anatomy may have contributed to the event. (No elaboration provided) there was no placement difficulty or resistance met when placing the device. They felt everything went well and used echo for placement without difficulties. The patient was converted to a full sternotomy with a repair of the coronary sinus. No further complications during the case. The clinical specialist stated the IFU was followed during this case. The product was not retained for evaluation.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device.  The device was discarded at the hospital. The event was presented by the edwards sales representative and the device was not returned for evaluation.  Injuries to the coronary sinus is listed as a potential complication in the product IFU.  The IFU further notes:  warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicted in the report and the events reported are included in the labeling.  No actions are needed at this time. For complaints/reports of injury without a product problem,  it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.